Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with dso seal loose. Event history log review was performed and found evidence of reported problem. Visual inspection and sensor testing were performed. During investigation the pump downstream occlusion sensor (dso sensor) was found unresponsive. The customer's reported problem was confirmed, and the non-responsive dso cause the reported problem. According to the investigation, service replaced the pump faulty dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not properly attached alarm when setting up. It was reported that there was no patient involvement.